Event description:
It was reported that the implantable neurostimulator (ins) was helping greatly with the patient¿s symptoms after she was walked through an adjustment in the past. She stated that she got chronic urinary tract infections (uti) before having the ins. However, a week and a half ago she got a uti and noticed her symptoms returned a week ago. She was going frequently and wetting herself and not getting any notification when it was time to go to the bathroom. The patient did not feel the ins was causing the uti or the return of symptoms. However, she wanted to know if the uti was causing the symptoms to return. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0pet3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that patient had not had therapy benefit since implant. The patient reported she did not go through phase I of interstim therapy.

Manufacturer narrative:
(B)(4).